Manufacturer narrative:
MDR 3003442380-2024-00856 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event (B)(6) 2024, the patient's parent reported that the patient faced insulin flow block. No further information available.